Event description:
The customer reported that the device failed the op check shock test and that some functions were locked up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the op check shock test and that some functions were locked up. There was no reported pt involvement. The philips repair bench evaluated the device and confirmed the failure. The problem was resolved by replacement of the therapy pca. After passing all performance assurance testing the device was returned to the customer.